Event description:
It was reported that during a subtotal gastrectomy procedure, after about one and a half hours, the blade did not work. The doctor reinstalled the blade. The generator made a solid tone and the blade could not pass the self-test. Changed to another blade to complete the or. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis found that when attempting to activate the device on a gen04, it gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade ans tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device, while clamped without tissue being present. For this reason, the following statements were included in the instruction for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record was performed and no anomalies were found during the manufacturing process.